Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.4 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported that the aortic neck length was 3 cm, the aortic non aneurysmal aortic neck was 20 mm in diameter at the renal arteries and 24 mm 3 cm below the renal arteries. There was mild calcification in the right iliac limb and mild calcification in the left iliac artery. It was reported that the patient presented with occlusion of the ipsilateral iliac limb extension. The physician performed a thrombectomy early in the day and implanted a bare metal stent distal to the ipsilateral limb extension, the rep was not present. Later that afternoon the vessel re-occluded, the CT revealed that there were no kinks or issue with the stent graft. The physician performed a second thrombectomy and implanted an endurant iliac limb 16x16x124. The physician stated the cause of the occlusion was reported as narrowing just below the endurant ipsilateral extension limb, outside of the stent graft. The occlusion started outside of the stent graft. The clotting was successfully removed. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: occlusion. Anatomy related; narrowing in native artery. Conclusion: anatomy related; narrowing in native artery.